Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead for 12 beats on a saved non-sustained ventricular tachycardia (vt) episode. It was thought that the twos was due to a temporary electrolyte imbalance as the patient was treated was known to have fluid and electrolyte stability issues that were treated the previous day. No programming changes were likely necessary and the lead remains in use. No patient complications have been reported as a result of this event.